Event description:
Patient having laparoscopic procedure. Patient was prepped and general anesthesia had been administered. Camera was turned on and the color display activated like it normally does; camera was plugged in but no picture display appeared.